Event description:
On 2015-12-23, information from the healthcare provider (hcp), via a company representative reported that the refill issue was caused by a locked valve. The cause of the locked valve was unknown, but was suspected to have been caused by the drug cocktail in the pump or pushing the medication into the pump too quickly. According to the hcp, no direct actions were taken. The pump was programmed for only 20 ml, and the patient was scheduled for a sooner refill; they were to refill with 40 ml at the next refill. On 2016-01-13, information was received from the hcp regarding the pump serial number. According to pump session data report logs on (B)(6) 2015, the pump was being used to infuse hydromorphone (8 mg/ml) at 2.9991 mg/day, bupivacaine (40 mg/ml) at 14.996 mg/day, and baclofen (240 mcg/ml) at 89.97 mcg/day via an implantable pump in simple continuous infusion mode; patient assisted (pa) does were enabled. Indications for pump use included spinal pain. The previous patient refill occurred on (B)(6) 2015. According to the pump session data report logs on (B)(6) 2015, the patient was last refilled on (B)(6) 2015. Handwritten notes on the pump logs indicated that the patient had a follow-up appointment on (B)(6) 2016 to see if the concentration of the medications needed to be changed, but on (B)(6) 2016, it was noted that the hcp stated there was to be no change in medication. No additional information was provided regarding these events.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding an unknown patient who was receiving hydromorphone, clonidine, and baclofen (drug details were asked, but were not reported). Indications for pump use, medical history, and concomitant medications were not reported. On (B)(6) 2015, during a pump refill, the actual residual volume (arv) was 3.6 ml, and the expected residual volume (erv) was 3.6 ml. The hcp then clamped and filled with the first 20 cc; for the second 20, they were not able to get it into the pump. It was reported that the manufacturer's refill kit was being used. There was no reported allegation made against the refill kit. Troubleshooting included holding negative pressure (locked valve procedure), but they were still unable to fill. They attempted to pull back the 20 cc they had inserted, but were unable to get that out - or any more in. Patient symptoms were reported as "none." The reporter had no additional time for additional questions, as they were in a hurry to get back to the refill. Additional information regarding patient identification, pump serial number, managing physician, actions/interventions, diagnostic testing, and cause of the refill issue was requested. If additional information is received, a follow-up report will be sent.